Manufacturer narrative:
The patient's prolonged hospitalization at an outside facility requiring intubation and antibiotics has been submitted via MFR# 2916596-2022-01663. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was readmitted with volume overload and right ventricular (rv) failure. The patient recently had a prolonged hospitalization at an outside facility requiring intubation and antibiotics. The patient was treated for rv dysfunction with pressors. Patient presented with hypotension, worsening acute kidney injury (aki) and hepatic dysfunction. The patient was started on dobutamine and norepi. Patient passed away on (B)(6) 2022 and lvad (left ventricular assist device) was deactivated on same day. The device was noted to have operated as expected and would not be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events, as well as patient outcome, could not be conclusively established through this evaluation. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists right heart failure, renal, hepatic dysfunction, and death as adverse events that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events, as well as patient outcome, could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists right heart failure, renal, hepatic dysfunction, and death as adverse events that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's cause of death was not thought to be device related.

Event description:
When the patient arrived at the hospital they were in distributive shock.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.